Event description:
A 1.5mm x 10mm sprinter rx dilatation balloon catheter was inserted to pre-dilate an rca lesion. Vessel morphology was reported to be tortuous with mild calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon the first inflation the balloon would not inflate. The balloon was successfully removed from the pt. The case was completed with another MFR's dilatation balloon catheter. The pt condition is reported to be good. Eval summary: medtronic has received the device and its analysis has been completed. The device was returned hooped within the product hoop ( the distal section from the wire entry port to the distal tip was bent back in the hoop), within the product pouch and product carton. A stop-cock was attached to the luer and the luer contained dried blood residue. There was evidence of dried blood traces within the inflation lumen. Visual inspection of the balloon at 20x magnification identified the leak site at the proximal edge of the inner shaft marker band on the balloon material. The balloon material was bunched on the distal side of the hole. Initial mandrel movement failed as the mandrel could not pass the kink/bend on the distal shaft just distal to the guide wire entry port. The distal tip was flared and slightly damaged. Negative purge completed on the device confirmed the presence of a leak. There was a large leak site at the prox edge of the marker band on the balloon material. The balloon material was bunched on the distal side of the leak site. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval results and conclusions: (tortuous with mild calcification and 90% stenosis).